Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4748 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4748 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, menopausal symptoms, wheezing, headache, fatigue, ovarian cyst and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5093 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : removal date as per argus (B)(6) 2022 as per mr (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: CT abdomen and pelvis with intravencus contrast cunigal indication: the patient is female; left-sided flank/ abdeminal/ pelvic paln x2 weeks left side plank pain x2 weeks, no previous abd surgery [gynaecological examination] on (B)(6) 2022: menopausal symptoms presence of intrauterine contraceptive device encounter for papsmear of cervix with hpv dna cotesting std screening [pathology test] on (B)(6) 2022: specimen is received in 10% neutral buffered formalin labeled wth patient's name, medical record number and left fallopian tube fimal diagnosis left fallopian tube, excision: benign fallopian tube, completely excised benign paratubal ayst [pregnancy test] on (B)(6) 2022: negative [ultrasound scan] on (B)(6) 2022: ultr#sound shows uterus measuring 7.27 cin. Endornetrial thickness is 4rhm, bilateral essure colis were seen.anteverted slightly hetergeneous ut/ meas wal /no masses seen/eechogenic linear structure noted in right cornua and second linear echogenic structure seen in left cornua. Right and left ovaries both contain increased stroma with multiple follicles minimal free fluid was noted in the cds quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.